Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock on or about (B)(6) 2005 to treat her stress urinary incontinence. It was alleged the plaintiff experienced "significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity." It was further alleged the plaintiff suffered "severe emotional distress" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.